Event description:
A customer contacted baxter's technical service center regarding a question about the amount of solution drained. The home pt (hp) is in drain 4 of 4. Drain volume is 3839ml and increasing. The hp does 4 cycles and fill volume is 2500ml. The technical service rep (tsr) explained that the homechoice will continue drain until there is no solution. The homechoice went to end of therapy. The homechoice is operational. During a follow-up call to the hp's nurse in 2008, the nurse stated she was aware of this report, but does not have any details or any additional information. The nurse did indicate that the hp is very non-compliant and seems to be having problems doing therapy on his own. The nurse stated the hp might have accidentally put a 4.25% bag on or any other number of things. The hp will be placed on hemodialysis therapy starting on two days later. The nurse stated the hp is doing ok since the time of the report. No additional information was available. No patient injury or medical intervention was indicated at the time of the initial report or during the follow-up call to the nurse.

Manufacturer narrative:
The homechoice unit will be returned when the home patient goes on hemodialysis therapy. A follow-up report will be submitted when the evaluation is available.